Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records reviewed and indicated that on (B)(6) 2009, patient received bilateral primary total knee replacements, using j&j sigma ingrowth femurs and tibial trays, with cr rp tibial inserts and cemented patellar buttons. There were no reported complications. On (B)(6) 2021, patient presented in clinical setting with severe pain, stiffness, and hemarthrosis of the right knee. This was a sudden onset event, whereby patient went to the emergency room. A knee aspiration was attempted by the ER without success. He demonstrated some varus valgus laxity in the clinic office, as well as difficulty flexing more than 45 degrees due to pain and swelling. It was diagnosed as bearing spinout. Clinical pa was able to aspirate 45 ml blood from knee, which was sent for cultures. On (B)(6) 2021, patient's right knee was revised to address pain, recurrent hemarthrosis secondary to bearing spinout. Intraoperatively, it was discovered that the patient also had patellar button delamination, with multiple fragments of polyethylene debris throughout the knee joint. There was also extensive synovitis, likely secondary to the polyethylene debris. The knee was washed out and fragments removed. The patella was revised to a smaller button, assuming that the original patella may have been "overstuffed". A thicker cr rp tibial insert was implanted, which improved varus valgus tensioning. There were no reported intraoperative complications.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Subject ID: (B)(6). Study: dots. Clinical adverse event received for hemarthrosis, insert spin out and polywear. Event is serious and is considered moderate. Event is definitely related to device and not related to procedure. Date of implant: (B)(6) 2009, "date of event: (B)(6) 202", date of revision: (B)(6) 2021. (Right knee). Revision of insert and patella components.